Event description:
The customer contact reported charring to the flat pin on the ac power cord plug. It was reported after the ac power cord plug was unplugged from the ac power outlet, the nurse noted charring to the flat pin on the ac power cord plug. It was reported that the device was not in pt use. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device has been received. Investigation is not completed. This report represents all the information known by the reporter upon query by hospira personnel.